Event description:
Pt acquired a post op infection some 30 days from initial surgery. Three total arthrex implants were involved along with a mitek implant. Graft type used was an autograft. Culture was taken and tested positive for staphylococcus. All hardware was removed from the pt and antibiotics were administered. Pt currently in good condition. Reference ca37126a and ca37126b for the additional implants in pt. One other pt, presenting also a post op infection was reported under ca37128. Pt was operated on the same day, by the same surgeon at the same facility. This device is used for treatment.